Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The vector of the left ventricular (lv) lead was adjusted and the patient reported no further stimulation. The lv lead remains in use. No further patient complications have been reported as a result of this event.